Event description:
The facility representative reported a infusor pump with a condition of "constant eos alarm". This condition occurred during bio-med testing. The area where this event occurred is the biomed lab . There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available. A baxter service technician reported finding a infusor pump with "received eos alarm when attempting to run". This event occurred during product evaluation which may have caused an interruption of delivery. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or additional information become available.

Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The assignable cause was a faulty mpu (microprocessing unit) board. The mpu board has been replaced.